Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixel segments and the heart lead flex was out of specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent, the battery drawer was broken, and the keyboard pad was contaminated. Further analysis was performed on the heart lead flex. This analysis confirmed that the heart lead flex was out of specification due to a diode component failure, this caused improper ventricular output.

Event description:
It was reported that the lower lcd (liquid crystal display) was blank, and the measurement of the ventricular output was "going negative and oscillating." The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.